Manufacturer narrative:
Additional info has been requested and if it becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the initial right hip which was implanted in 1989 dislocated 4 times and a constrained hip was put in."